Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose levels and a possible blank display on the insulin pump. The mother also stated that the blood glucose levels read high on the glucose meter. The mother stated that the customer was on his way to the hospital for assistance. The customer later called stating that none of the buttons were responding on the insulin pump. Troubleshooting was performed and the buttons were still not responding. Nothing further was reported.